Event description:
Leica microsystems (schweiz) ag received a complaint from (B)(6) stating that an m530 ohx had a burning smell during a surgical procedure. The procedure was completed with another microscope. There was no patient injury.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Manufacturer narrative:
This is a final report. An investigation of the reported incident was conducted and revealed, that the malfunction was due to a burnt ntc (r15) on the voltage selector board. Tests on a representative m530 ohx, a design review of the electronic circuits including component specifications and an investigation on the affected voltage selector board was performed. It was concluded that the defective component ntc "r15" is a random component failure. Replacing the voltage selector board corrected the issue and the device was functioning according to specifications.